Event description:
It was reported that a patient underwent a sling procedure on (B)(6) 2004. The patient developed incontinence and lower abdominal pain five years ago when lying down at night. The patient described the incontinence as urge incontinence, retention, and a slow stream. She needed to lean forward when voiding and experienced burning. The patient has seen multiple doctors over the past five years. The patient has had many diagnostic tests, a voiding cystourethrogram, urinalysis, urine cultures, cystoscopy, catheterization, and vaginal exams. She was prescribed ditropan and toviaz which worsened her retention. The patient stated her pain has been severe in the past couple of days. Currently, the patient is being treated by another physician, has been examined and was told the sling is fine. A cystoscopy is planned.

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.